Event description:
Revision surgery at about 2 years and 4 months post primary for infection. The pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 august 2023: lot 2010601: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.